Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
We received an allegation of an increase in positive results for elecsys toxo igm (toxo igm) on a cobas e411 rack system. The customer repeated 24 patient samples that had positive results on the e411 system between jul-2023 and sep-2023 by a different methodology and the results for 9 patient samples were discrepant. Note: the specific results were not provided. In jul-2023: the result for 1 patient sample was positive on the e411 system. The result from a different methodology was negative. In aug-2023: the results for 2 patient samples were positive on the e411 system. The results for both patient samples from a different methodology were negative. In sep-2023: the results for 6 patient samples were positive on the e411 system. The results for the 6 patient samples from a different methodology were negative. For all patient samples, the negative results were believed to be correct.

Manufacturer narrative:
Internal investigations determined the reagent performs within specification. The investigation did not identify a product problem.